Manufacturer narrative:
Explant date: (B)(6) 2012. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that reason for the explant was due to the patient no longer using the scs device and was experiencing pocket pain which made it uncomfortable to sit or lay down. No device malfunction was suspected. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.